Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. The device wasn't released from the delivery cable; there was no interaction with cardiac structures or angulation/kink in the delivery system. The device was replaced with another 10mm amplatzer septal occluder to resolve the event. During the replacement, there was noted to have been bleeding within the normal range. There were no adverse consequences and the patient is stable.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. An image received appered to show the device in cobra shape during procedure. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 10 mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. The device wasn't released from the delivery cable; there was no interaction with cardiac structures or angulation/kink in the delivery system. The device was replaced with another 10 mm amplatzer septal occluder to resolve the event. During the replacement, there was noted to have been bleeding within the normal range. There were no adverse consequences and the patient is stable.